Manufacturer narrative:
Conclusion - cause of failure unknown on examination of the returned extractor rx retrieval balloon, a tear could be seen at the distal end of the balloon approx 2mm in length. The unit was within all other manufacturing tolerances, including the proximal and distal balloon bonds and the latex thickness of the balloon. A visual inspection revealed that there were no other cosmetic or functional defects that would have contributed to the event. The cause of the reported complaint is undetermined.

Event description:
Note: this report is the first of two reports pertaining to the same procedure. Refer to MFR report #3005099803-2008-03339 for details regarding the second device. It was reported to boston scientific corporation in 2006 that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography on a female patient (age and weight unknown) the same day. According to the complainant, the balloon broke within the common bile duct. The procedure was completed successfully with another extractor rx retrieval balloon. There were no patient complications as a result of this event. The patient's condition at the completion of the procedure was reported as ok.